Event description:
A crack was found at the connection between the main tube and the p. Tube during use of the pilot tube during use of the sheridan cf endotracheal tube. Sine air leaked from the crack and the patient could not be ventilated adequately, reintubatian was required.